Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, moderately tortuous, and severely calcified target lesion was located in the left anterior descending artery (lad). A 3.50 x 40 mm agent dcb was selected for use. During the procedure, it was noted that the balloon ruptured in a vertical form near the proximal end when it was advanced into the calcified lesion. The device was removed from the patient, and the procedure was successfully completed with a different device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of 'adverse event related to patient condition.' It was reported that during the procedure, the balloon ruptured. Based on the event description, it is most likely an interaction occurred between the balloon and the patient anatomy that contributed to the reported event. The vessel was described as moderately tortuous, and severely calcified, this anatomical feature likely contributed to the reported event.